Event description:
The following has been reported: powers on with service needed / pump problem alarm. A preliminary review identified the following issue: pneumatic valve actuation failure (valve 2). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for a pneumatic valve actuation failure. After device had powered on, a red pump service alarm would occur. The log files show multiple valve 2 actuation failures. The pneumatic assembly was removed from the device and tested. The assembly was able to pass during this test. The pneumatic assembly was inserted back into the device. After device powered on, the red pump service alarm still appeared. Log files again showed a valve 2 actuation failure.